Manufacturer narrative:
Follow-up # 1: 09/18/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2015 with the following findings:during a visual inspection it was noted that the battery compartment was cracked in two places; from the top to the cover part and near the top of the compartment. Additionally, the battery cap was found to be damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged and the cap was unable to attach to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.